Manufacturer narrative:
(B)(4). Batch # m53g0u. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon fired the device and upon inspection of the staple line, he found out that twenty five percent of the staples has not fired properly in one area. The surgeon sutured the area of malformed stapled. The patient was fine post-surgery. There was a ten minute delay in surgery. There were no adverse consequences for the patient.